Event description:
Complainant alleged that during incoming inspection, the associated device did not detect these attached electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The g5 electrode pads were not returned to zoll for evaluation. The data file from the device was provided for the review. Based on review of the file, this report will be closed as observed in device data. The logs showed several changes to the pads state (disconnected to connected). The device may show alerts if the pads aren't properly aligned or connected. However, it could not be firmly established from the log if the changes to the pads state occurred due to user manipulation. Analysis of reports of this type has not identified an increase in trend.